Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low voltage pacing lead "screw," or helix, slipped and was unable to be fixed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.